Event description:
(B)(4). It all began with cramping and weight gain, I cramp none stop, some months I barley have a period other months they are so bad with heavy bleeding, clotting, cramping, severe mood swings. I feel sick a lot I am always tired and have a lot of headaches. Major bloating and a lot of inflammation. Leg pain, sharp abdominal pains, I have had a lot of discharge and discomfort in my vagina, you can't push on my lower abdomen with out pain. Feeling sick all the time. I have also had to have a tooth pulled and I have had a lot of throat infections abcesses on the back of my throat never had anything like it in my life until essure.